Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were "told that the implantable pulse generator (ipg) has a low rate setting". Patient stated that the blood pressure cuff is stating "37 beats per minute (bpm) and my doctor told me my ipg was set to 75bpm". "Heart doctor would like the patient to take medication that will lower their heart rate". The patient is concerned that their heart rate will end up too low. The ipg remains in use. No further patient complications have been reported as a result of this event.